Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a (B)(6)year-old female patient, the device's pacer output was intermittent. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. During the call the customer states that the pacer rate was improperly set. The device passed all testing without duplicating the report. The device was recertified and returned to the customer. Review of the logs from the reported incident date shows evidence that the pacer output was set with low rate of current. The r series operator's guide states to set the current (ma) output 10% higher than the minimum ma necessary for consistent capture. It also states that typical threshold currents range from 40 to 80 ma. Analysis of reports of this type has not identified an increase in trend.